Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump tube clamp mechanism could not be removed. The clamp was locked into place. The device was returned for investigation and repair. Since the event occurred after a cardiopulmonary bypass procedure, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.